Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ error during the fill tubing process, consistent with an occlusion-related alarm, despite completing troubleshooting steps; a replacement ilet was arranged and the user planned to use multiple daily injections and continue dexcom g7 use until the replacement arrived. Symptoms included hyperglycemia with a reported maximum blood glucose of 246 mg/dl for about four hours, without loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included temporary device unavailability, transition to back-up therapy, and no medical intervention or hospitalization. Investigation included a review of the complaint details, user-reported alarm behavior, and troubleshooting with education. Investigation of this case revealed a suspected delivery obstruction during tubing fill consistent with an infusion set or flow-path occlusion, with the pump triggering the protective ¿unable to proceed¿ alert; the affected device was scheduled for replacement. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion during priming leading to interrupted insulin delivery due to faulty motor train affecting the device's performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.